Event description:
The lead was explanted due to sudden increase in threshold and change in sensing measurements.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomalies were found.